Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer's blood glucose level read "high¿ with a trace of ketones, however, specific blood glucose (bg) value was not provided. The customer's husband helped them administer a manual injection of insulin to address their elevated bg. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.